Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. A DHR (device history record) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the mildy tortuous main splenic artery. A 5mm x15cm interlock¿-35 was selected use. During procedure, after placement of several interlock coils, it was noted that the coil became stuck inside a non bsc catheter. Then, the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside the catheter. The coil was successfully retrieved; however, it was noted that part of the coil was protruding from the catheter's tip upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.